Event description:
The user alleged that the suspect device beeped and displayed a reading of 193 mg/dl before they dosed the test strip with blood. They retested and the result was 137 mg/dl with a blood drop. They retested one more time; the device displayed 96 mg/dl prior to placing a drop of boood on the test strip. The device was replaced and requested to be returned for evaluation.